Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. Lot # was not captured as the information was not provided.

Event description:
The customer reported that he obtained blood glucose readings of 148 mg/dl at 10:05 a.m. On the contour next meter and 325 mg/dl at 10:06 a.m. On the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips from lot # 9hpeg14a for evaluation. The customer also returned the contour next one meter. However, the serial # of the returned meter was different from the one implicated to be involved in the event. The returned meters were tested with the returned test strips using a blood sample, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found. Based on the information provided for the returned test strips, the lot # has been updated in section d4.